Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low reading "between 80-50 mg/dl" on the abbott diabetes care (adc) device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "speech was no longer clear", "red-faced due to irritation/panic", dizziness, and a seizure. The sensor scan results did not change and no available test strips to compare readings so the customer was brought to a hospital. At the hospital, a healthcare professional (hcp) only measured the customer's blood glucose level and obtained adc sensor scans of 80 mg/dl, 60 mg/dl and 50 mg/dl, in comparison to hcp meter readings of 140 mg/dl, 130mg/dl and 130mg/dl, which was determined as stable glucose level. No treatment was given but the customer stayed at the hospital overnight for further observation due to their "second illness". There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low reading "between 80-50 mg/dl" on the abbott diabetes care (adc) device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "speech was no longer clear", "red-faced due to irritation/panic", dizziness, and a seizure. The sensor scan results did not change and no available test strips to compare readings so the customer was brought to a hospital. At the hospital, a healthcare professional (hcp) only measured the customer's blood glucose level and obtained adc sensor scans of 80 mg/dl, 60 mg/dl and 50 mg/dl, in comparison to hcp meter readings of 140 mg/dl, 130mg/dl and 130mg/dl, which was determined as stable glucose level. No treatment was given but the customer stayed at the hospital overnight for further observation due to their "second illness". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section b1 (adverse event/product problem) was incorrectly documented in the previous report [emdr-671902]. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low reading "between 80-50 mg/dl" on the abbott diabetes care (adc) device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "speech was no longer clear", "red-faced due to irritation/panic", dizziness, and a seizure. The sensor scan results did not change and no available test strips to compare readings so the customer was brought to a hospital. At the hospital, a healthcare professional (hcp) only measured the customer's blood glucose level and obtained adc sensor scans of 80 mg/dl, 60 mg/dl and 50 mg/dl, in comparison to hcp meter readings of 140 mg/dl, 130mg/dl and 130mg/dl, which was determined as stable glucose level. No treatment was given but the customer stayed at the hospital overnight for further observation due to their "second illness". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low reading "between 80-50 mg/dl" on the abbott diabetes care (adc) device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "speech was no longer clear", "red-faced due to irritation/panic", dizziness, and a seizure. The sensor scan results did not change and no available test strips to compare readings so the customer was brought to a hospital. At the hospital, a healthcare professional (hcp) only measured the customer's blood glucose level and obtained adc sensor scans of 80 mg/dl, 60 mg/dl and 50 mg/dl, in comparison to hcp meter readings of 140 mg/dl, 130mg/dl and 130mg/dl, which was determined as stable glucose level. No treatment was given but the customer stayed at the hospital overnight for further observation due to their "second illness". There was no report of death or permanent impairment associated with this event.